Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable phosphate (inorganic) ver.2 results for one patient sample tested on a cobas 8000 c702 module. The initial result was 10.88 mg/dl. The repeat result was 1.94 mg/dl. The test was repeated as the initial result did not align with the clinical history of the patient.

Manufacturer narrative:
The field service engineer (fse) replaced the malfunctioning gear pump, performed a check adjustment, checked tubing, and cleaned reagent needle wells. Reagent needles were also replaced and adjusted. Successful calibration and qc after the replacement confirmed the instrument's performance was back within specifications. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.